Event description:
The customer reported that the batteries were not recognized by the defibrillator. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.